Event description:
Approximately two and a half months post hvad implantation this patient was found to have experienced a hemorrhagic stroke after complaining of right-sided weakness. Initial CT head results revealed a small, "stable" intracranial bleed. Later that night the patient became unresponsive prompting a follow up CT scan which revealed massive intracranial bleeding and subdural hemorrhage. The patient was later declared brain dead by neurology, and care was subsequently withdrawn. She expired on (B)(6) 2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Device still implanted.